Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported single gripper actuation issue could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. There were no issues noted during device preparation. When the clip was above the mitral valve and the grippers were tested to check orientation, it was noted that only one gripper could be seen to drop when lowered. Several attempts were performed, including opening and closing the clip arms, lifting and dropping the grippers individually and simultaneously. As only one gripper was visibly moving (on the echocardiogram and fluoroscopy), it was decided to remove the device from patient. When the clip was outside the patient, only one gripper movement was confirmed visually. The clip was replaced with a similar one, which worked fine and the procedure was successfully completed. The mr was reduced to grade 1-2. There were no adverse patient effects.